Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13965.

Manufacturer narrative:
The 29 mm commander delivery system was received after use in the procedure inserted through the sheath. It was locked in between the default and valve alignment marker position with no flex or fine adjust used. The valve was returned crimped on the inflation balloon, thereby confirming the reported valve movement on balloon. The flex shaft of the delivery system was protruding outside of the sheath. The delivery system was visually inspected, and the following was observed: a pinhole was observed on the crimp balloon at the middle triple marker. Sheath liner strand was found on the inflow side of the valve. Procedural imagery was provided for review and the following was observed: the valve was crimped on the proximal side of the inflation balloon. Thv observed buckling against the flex tip during insertion through the sheath. Dimensional inspection was performed. The double wall thickness of the crimp balloon was measured near the pinhole and all measured locations met the specification. The balloon was attempted to be inflated, but a pinhole was found. The reported balloon leakage was confirmed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other similar complaints. A review of complaint history on confirmed device complaints (returned and no product returned) from september 2019 to august 2020 revealed similar complaints for the commander delivery system (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The following instructions for use  (IFU)/training manuals were reviewed for instruction involving device preparation and procedures relating to the complaint event: esheath IFU, ce, commander delivery system IFU, ce, device preparation training manual, procedural training manual, and supplemental valve-in-valve patient screening and procedural training manual (mitral position). Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Thv retrieval through sheath: note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported balloon leakage and valve movement on balloon were confirmed. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, ¿problems were encountered while pushing the commander delivery system with crimped valve through the esheath. Resistance was encountered and the valve moved over the balloon from the crimp balloon to the inflation balloon.¿ in order to overcome the ¿resistance¿ felt, the customer likely moved the delivery system forward and backward through the sheath resulting in displacement of the valve onto the inflation balloon. The tension that was present within the system was confirmed as buckling of the thv against the flex tip is seen. Non-coaxial insertion of the thv can result in valve struts negatively interacting with the crimp balloon leading to the pinhole observed and damage to the sheath. Available information therefore suggests that procedural factors (excessive manipulation) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Devices were returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(6), regarding, 29mm sapien 3 case by left tf approach in mitral position. Problems were encountered while pushing the commander delivery system with crimped valve through the esheath. Resistance was encountered and the valve moved over the balloon from the crimp balloon to the inflation balloon. Due to the increased diameter, the sheath fully expanded at that section. The valve was outside the sheath. Therefore, all devices were carefully removed as a unit, and new devices were prepared. No patient injury occurred. As per pre-deco, there is a pin hole on crimped balloon at the middle triple marker.